Manufacturer narrative:
No unexpected no delivery alarm or prime/fill anomaly noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the dat test at 0.08780 inches. No possible over/under delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin delivered to be apparently shoots out during prime as well as no delivery alarms. The customer¿s current blood glucose was 11 mmol/l. Customer was treated with insulin pump, sugary drink and biscuits. Customer did not seem to be pushing insulin through when you dial a bolus and they constantly had to rewind and prime the insulin pump. The insulin that was not gone into her body squirts out. Customer was perform displacement test and self-test and the test was pass. Customer advised to perform high pressure test. Troubleshooting was performed. The device will be returned for analysis.